Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter and their feelings and/or normal readings. The complaint was classified based on the initial call recording which was listened to by the medical surveillance specialist after being unable to speak with the patient directly, despite numerous attempts. The patient reported that the alleged inaccuracy issues first occurred on an unspecified date 2 weeks prior to the alert date of (B)(6) 2016. At this time the patient obtained blood glucose readings of "374, 374, 374, 300, 310, 374 and 300mg/dl" respectively with the subject meter and blood glucose readings of "125, 185, 249, 231, 258, 242 and 267mg/dl" respectively on a "contour" device within 30 minutes of one another. In addition, the patient also stated that the subject meter results were higher than their feelings and/or normal readings. The patient manages their diabetes by taking an unspecified dosage of humalog x3 per day and lantus x2 per day as well as x1 100mg metformin pill. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed symptoms of "lows, sickly, lack of concentration, shakes and low energy." In response to these symptoms the patient stated that they self-treated by drinking orange juice. No medical intervention was required as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to perform a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.